Event description:
It was reported that a perforation occurred. A watchman access system (was) anterior curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, a trivial baseline effusion was noted. A watchman double curve access system (was) was placed and a 33mm watchman laa closure device & delivery system (wds) was prepared. The closure device was deployed proximally and was fully recaptured. A transesophageal echocardiogram was performed (tee) to rule out an increased effusion. The was exchanged for a watchman truseal anterior curve was and another 33mm wds was selected. As the wds was being advanced, it was approximately half way in the was when the sheath jumped and re-positioned itself outside the demarcation line. Contrast was injected and a perforation was confirmed. Surgery was called immediately, and the patient was transferred to the operating room for open heart surgery to clip the laa. Patient remained hemodynamically stable throughout with no change to the baseline effusion per tee. The implanting physician noted there was a lot of torque on the was while obtaining optimal position and suspected that once the was found a soft spot in the laa, it perforated the laa. The patient was discharged four days later without further complications.